Event description:
It was reported that the cartridge was not fitting properly on the pump, resulting in the customer's blood glucose level exceeding 500 mg/dl, though the specific value was unknown and displayed as "high." The customer had not yet taken actions to address the high blood glucose level but was attempting to deliver a bolus using the pump. Technical support instructed the customer to remove an o-ring from the pneumatic tap and clean the area with an alcohol wipe or lint-free cloth. After following these instructions and completing the load process, the customer successfully attached the cartridge and resumed insulin delivery.